Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding her device and therapy. The patient had contact the doctor, physician assistant and manufacturing representatives (rep). The peripheral pain stimulation seemed to help a little. After a few months the leads would sting to the touch. She had a lot of trouble charging the ¿power¿ and at one point it was ¿off.¿ after reprogramming it was back on, and the patient still was having significant pain in the same place, the lower left side. The last 2 or 3 times she met with reps and asked if she was supposed to feel it all time. She was advised ¿yes, all the time.¿ the longest she had felt it was about 9 days, then over about 2 days it would get less noticeable, then after about 3 days she noticed she could not feel it at all. It was mentioned by the reps that after the first 6-8 months, that ¿lead c or d was dead.¿ about 1 ½ years after implant, she was told that it did not work for everyone. The patient still had severe pain and it was not helping. The patient wanted it removed as soon as possible.

Event description:
It was reported the patient had not gotten the pain relief she wanted from her implantable neurostimulator (ins) since implant. It was further reported the patient did not think it was working and thought they should put the things (wires) in a different spot. It was stated the patient had developed severe scoliosis when she was 15 and had a spinal fusion in 1996. It was noted bone chips were used for the top curve but nothing was done to the bottom cure so the patient was recommended for an ins. The patient reported she had charted her pain since 1993. It was stated she could only be up on her feet doing dishes or sweeping for 15-20 minutes and then all of a sudden the muscle in the lower left side of her back would tighten up ¿like ringing out a washrag.¿ it was further stated the patient¿s healthcare provider (hcp) and his assistant described her muscle as being as ¿hard as a rock.¿ it was noted the patient had been taking vicodin and a muscle relaxant and was told she ¿might as well stop taking them because it was not helping¿ and that she would ¿have to keep taking pain medication.¿ it was reported that with the ins the patient could stay on her feet a little longer, for 30 to 40 minutes and that when the pain would come back it would come back fast and she had to lie down. It was noted the patient said she thought the stimulation was helping because she could stand 15 minutes longer. It was also reported that every once and a while the patient felt a sensation like a mascara brush spinning around in her lower right side muscle. It was further reported the sensation felt like a tingle and the patient did not feel anything in the lower left muscle. It was noted that when the patient was asked whether she used her programmer she reported she was not good with electronics. It was also noted the patient was unsure of what adaptive stimulation was and whether she used it. It was noted the patient was to meet with her hcp three days after report. About 5 weeks later it was reported the patient thought her leads were "poking" her. It was reported this sensation started a couple months prior to report and was causing her pain. It was noted it was tender when she touched it. It was logged that the patient met with a manufacturer representative (rep) the week prior to report and she confirmed that "d" was dead. It was reported the rep was made aware of the poking sensation at that time. It was logged that the patient "did not see anything" and did not remember her making any sort of action plan to resolve the issue at that time. It was noted that the vibration of the stimulation was hitting the bottom of the lead, which was a different area than the poking sensation. It was noted the patient had not tried turning the stimulation off before to see if this effected this. It was reported the patient's next health care provider appointment was within the following 2-3 weeks. It was noted she did have an x ray done on the leads about 2 months prior to report, after the poking sensation started. It was reported they confirmed the leads looked fine at that time. It was logged the patient had scoliosis in a backward "s". It was noted that this began back in 1966, bone chips were in the top thoracic region but the bottom curve they did not do anything with. It was logged that this had been causing her excruciating pain since 1993. It was noted the patient had an x ray done a few weeks prior to report and compared it to the one in 1999 and it showed that the bottom curve had not changed much but the muscles were what was painful. Additional information received 8 months later reported that the patient still never had therapeutic effect. The last time the patient contacted the manufacturer she was still having problems with the device. Currently it did not seem to be helping the pain. A manufacturing representative told her that it did not work for everyone and her primary care physician told her she should take it out since it was not working, so the patient was currently in need to find someone to remove it. It was noted that the tenderness that she mentioned before resolved itself and was no longer tender to the touch; however, she thought it might have been the lidocaine patches she used. But it was not helping her left sided muscle pain, it still went up to 8 or 9 and now she was on percocet and a muscle relaxer. It was later reported that a manufacturing representative told the patient that one of her lead wires was ¿dead¿ 3-4 months post implant and another manufacturing representative told the patient 6-8 months post implant that the same lead wire was dead. Also, 6 months post implant therapy was not working for the patient. The doctor prescribed fentanyl patches for additional pain. After reprogramming, therapy worked 30% but then over time it stopped working. She was told she should feel tingling sensation all the time, but she would only feel tingling sensation for 3-4 days and then it would go away. It was noted that the last time a manufacturing representative saw this patient was 2014 (B)(6). That day they were unable to program because her battery needed to be charged. The patient had cancelled appointments on 2014 (B)(6) and 2014 (B)(6), and she was reprogrammed on 2014 (B)(6). The manufacturing representatives were not aware of any issues with the patient¿s leads nor could they find out about the impedance and lead issues because the battery was dead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.